Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were displaying the same location for two different boxes. A technical support specialist found that the drawer opened and there was no cubie present inside. The cubie had been destocked earlier that day and was already removed from the system, so it should no longer be an issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubies were showing the same location for two different boxes. The medications were removed and reinserted; however, the system did not accept them during the restock process and continued to assign the same location to two different boxes. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.